Event description:
The instrument was reported for an unknown reason. There was no surgical delay.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device revealed that the post of the broach has chipped at the edge. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.